Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was an attempted implant due to the inability to secure a stable connection between the device and the associated right ventricular (rv) lead. Multiple efforts to tighten the setscrew onto the lead were unsuccessful. Therefore, the physician requested a replacement device due to the prolonged procedure and risk of infection. This device was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable device was an attempted implant due to the inability to secure a stable connection between the device and the associated right ventricular (rv) lead. Multiple efforts to tighten the setscrew onto the lead were unsuccessful. Therefore, the physician requested a replacement device due to the prolonged procedure and risk of infection. This device was implanted without further incident. No additional adverse patient effects were reported.